Event description:
Caller reported damage to tandem mobi pump housing around cartridge insertion, and pump housing was found to be cracked with the cause unknown. There was no reported adverse impact to the customer's blood glucose level. Customer decided to use a backup insulin pump while waiting for the replacement, and tandem technical support agreed to send a pump with updated software. Customer was advised on proper procedures for sensor usage and pump storage, understood the instructions, and was informed about scheduled training available through their source account.